Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a non device related itching. The itching vastly increased due to the use of contour program. The patient stopped using the stimulator to get the itching under control. The used of skin medication was advised by the physician. The patient started using the stimulator again and is currently doing well. No further action will be taken.